Event description:
On (B)(4) 2011, company rep reported the infusion sets were a "rust" color. Add'l info was not available. F/u was completed with pt on 3/29/2011. Pt reported the infusion sets turn a rust color when using them, and he does not believe the color is coming from his clothes. This first occurred in (B)(6) 2010, or (B)(6) 2011, and happens with almost every infusion set. The rust color is noticed on the second day of use and it is very obvious by the fifth and sixth day. It begins near the luer lock connection and travels half-way down the tubing. It is not located near his infusion site. Infusion headset is changed every 3 days and the tubing every 6 days. Infusion sets are not stored in extreme temperatures. Pt had an infection at his infusion site approx 2 months ago and is not sure if it was related to the rust color. Pt received treatment from his physician; the infusion site was cut open twice and he was put on antibiotics for a month. Pt reported he is "okay now." Infusion set was requested for eval.